Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Patient sex unknown / not provided. Weight unknown / not provided. Email address was not provided. Premarket identification PMA/510(k) number k013227.

Event description:
The doctor reports that he was unable to remove the mount and therefore had to use another implant to finish the surgical procedure. The affected dental position is 5.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual inspection of the as returned product identified signs of wear from use at the implant threads. Functional testing notes that the mount was able to disengage as normal with standard hand tools. The drive feature does not show signs of damage. No pre-existing conditions were noted on the per. The reported product was located on tooth # 45 (fdi) and was removed the same day as placement. Device history record (DHR) review was completed for the subject lot number: 1222652. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (1222652) for similar event and no other complaint was identified utilizing keyword(s) does not disengage. Therefore, based on the available information, device malfunction has not occurred and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.